Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified medication at a rate of 96ml/hr with a 196ml volume to be infused. No further programming parameters were provided. After an unspecified length of time, it was reported that only 141.3ml was infused and 178ml remained in the solution container. There were no reported advere pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a repalcement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing facility. A review of the pump history found that on the reported event date of 2000, the pump was not prowerd on; therefore, the history cannot be utilized to evaluate the reported event.